Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. The customer resolved the issue by changing the cartridge and resuming insulin, and cts closed the case.